Event description:
A customer in (B)(6) notified biomérieux of two (2) misidentifications of bacteria other than brucella as brucella in association with the vitek® ms rp5700 acqu comp kit (ref 411032, serial (B)(4)). One isolate was collected from an ear swab from a dog. The other isolate was collected from a wound from a dog. Both isolates were identified by the vitek® ms as brucella. The strains were sent to a reference laboratory where they were identified as bacteria other than brucella. There is no indication or report from the laboratory that the misidentifications led to any adverse event related to either patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding two (2) misidentifications of bacteria other than brucella as brucella in association with the vitek® ms rp5700 acqu comp kit (ref 411032, serial (B)(4)). One isolate was collected from an ear swab from a dog. The other isolate was collected from a wound from a dog. Both isolates were identified by the vitek® ms as brucella. A biomérieux internal investigation has been completed with the following results: **complaint trend analysis and device history record** a trend analysis was completed regarding the complaints recorded for a misidentification due to a non optimal sample spot preparation and knowledge base (kb) limitation. Since january 2016, five (5) similar complaints have been recorded, from five (5) different customers. Five (5) isolates were misidentified as brucella spp. There is no CAPA, nor non conformity on vitek® ms linked with customer 's complaint. **conclusion on the fine tuning** - the fine tuning analyzer report from the last fine tuning done before the identification issue was provided and it conformed. - the analysis of the calibrator mzml files indicated that no fine tuning was needed during the tests made on 22oct2019. **conclusion on spot preparation quality** the customer's spot preparation quality was not optimal. The calibrator and sample "all peaks" values were quite heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator). **conclusion on the identification** based on the ecal mzml files collected just before the issue ((B)(6)), a very high variation was observed between maximum resolution. It was difficult to determine the root cause (instrument fault or bad deposit). The same observation was made for the misidentification. The maximum resolution for the spot e3 was very low. The other spots (tested same day, same slide) had a good resolution level and resulted in no identification. Random mass shifts were also observed which lead to confirm the difficulty to determine accurately the position of the peaks in such spectra (due to bad resolution level). It was suspected that a bad spectrum was responsible for the misidentification observed on this customer site. In addition, a bad deposit and/or instrument faults could be the cause of the large amount of ecal spectrum that also had bad resolutions. As the strain is suspected to be a brucella species (pathogenic strain), strain return was not requested. In addition, according to the user_manual_supplements_-_161150-924_-_a_-_en_-_vitek_ms_clinical_use_-_v3.2_knowledge_base, a brucella identification must be manipulated with extreme caution and sent to a reference laboratory for further investigation. In this case, the identification could be confirmed by a reference method, including potential sequencing of the strain. **root cause analysis** -non optimal sample spot preparation -knowledge base (kb) limitation with a bad quality of spectra.